Manufacturer narrative:
As the explanted lead was not returned, no analysis was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine device follow-up. Device interrogation showed a loss of capture on the rv lead, with low, out-of-range pacing impedance measurements of less than 200 ohms. Pacing threshold measurements were high, at 3.0v @ 1.5ms. X-rays were performed, but the physician scheduled the patient for a replacement procedure. The device was explanted and replaced due to the shorter remaining longevity of two years. The rv lead was explanted, and damage to the insulation was observed on the area of the clavicle and first rib. The right atrial (ra) lead was surgically abandoned and the procedure was completed with a new rv lead and device implanted successfully. No adverse patient effects were reported.